Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported the entire system was explanted and replaced with a competitors system some time in (B)(6) 2014.

Event description:
It was reported the patient has experienced several falls. As a result, stimulation changed approximately a year ago. The patient alleges pocket stimulation can be felt when the device is on. Subsequently, stimulation ceased on one side. Diagnostic testing revealed low impedance values on multiple contacts. X-rays were normal. Follow-up identified surgical intervention was recommended as the next course of action; however no date is currently scheduled at this time.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.